Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=9.4 mg/dl /repeated=1.6 mg/dl /redrawn and repeated=1.6 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) observed that the filter, water bath (rohs) and cuvette segment were likely cause for the discrepant magnesium results and replaced the filter, water bath (rohs) and cleaned the cuvette segment, which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6) module service history revealed no additional issues of discrepant magnesium results reported. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides adequate labeling with regards to maintenance, troubleshooting of the filter, water bath (rohs), including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the filter, water bath (rohs).

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=9.4 mg/dl /repeated=1.6 mg/dl /redrawn and repeated=1.6 mg/dl. There was no reported impact to patient management.